Manufacturer narrative:
Our product evaluation lab received one model d97130f5 catheter with monoject limited volume syringe, non-edwards introducer and contamination shield. Sheath of the introducer appeared to be cut into 5 pieces. The customer report of balloon broken off was confirmed. Catheter body under the balloon latex was completely broken. Both balloon latex and windings were intact. The tube broke at proximal electrode lead wire port. Balloon was released from proximal winding to check catheter body edges at the break. The edges at the break locations did not appear to match. See attach photos. There was a complete bond separation between the proximal electrode and the body tube. Adhesive could be seen on the body tube. See attach photos. Both distal electrode and proximal electrode leadwires were broken. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through a balloon inflation and winding visual inspection. In addition, a visual inspection to electrodes and catheter tip is performed. As part of this inspections, the distal electrode is pulled to assure it is adhered to the catheter tip. Furthermore, the catheter is examined for bent tip. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the patient in the surgical intensive care unit, post tavr, the cardiologist removed temporary pacemaker and then noted that the balloon had broken off of the catheter. Patient was brought to the cath lab to fluoro their chest, and no foreign body was noted. The venous sheath was removed, and the balloon had lodged within the sheath. There was no patient injury. The device is available for return.